Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the service review history of records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device performed as part of the product investigation reported the device is missing the distal segment of the fastening screw this segment was not returned, with no scratches or markings on remainder of device. The guide block is used with the 2.4 mm variable angle lcp distal radius plate system and are indicated for fixation of complex intra- and extra-articular fractures and osteotomies of the distal radius and other small bones in adults, skeletally mature adolescents, and various adolescent distal radius fractures. (Technique guide j8301i). One guide block for two-column plates, narrow ¿ 6 hole, right (part# 03.111.500, lot# 3315199, mfg dec2009) was returned with the complaint of ¿the guideblock had broken; the guideblock has a screw which screws into the plate and that piece broke off.¿ this complaint was confirmed as the received device is missing the distal segment of the fastening screw (03.111.007) and is no longer the full 17mm, this segment was not returned. The remaining broken stud shows a break which is homogenous and indicative of consistent material composition. The remainder of the device is in good condition, with no scratches or markings. This failure likely was caused by shear stress being applied to the screw while partially threaded. The most recent drawings for this device (se_228453 rev. E and se_228305 rev. F) as well as the drawings to which this device was manufactured (se_228453 rev c and se_228305 rev d) were reviewed and the design, materials and finishing processes were found to be adequate for the intended use of this device. The most recent and previous drawings of the screw were reviewed (se_184483 rev d - f) in the time since this lot was manufactured, the material has been changed from 1.4301 stainless steel to custom 465 which has a higher yield strength. This complaint was likely caused by the application of shear stress while partially threaded, as this device is reusable it is plausible that the screw weakened from cyclical loading from previous uses. The change in material of the screw in the time since this lot was released should increase the strength of this part. Initial report incorrectly had foreign checked this is a united states event if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A sales representative reported that sometime during surgery, it was noted that the depth gauge was broken near the hook, where metal and plastic meet. Also the guideblock had broken; the guideblock has a screw which screws into the plate and that piece broke off. There was no delay in the procedure. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Service history review: lot 3315199: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.